Event description:
Additional information received reported that the patient saw her physician on (B)(6) 2012 and it was confirmed that the implantable neurostimulator (ins) was dead and needed to be surgically replaced. The patient confirmed this was the only occurrence of overdischarge she had experienced. She was having a lot of pain and neurological trouble. She was seeing her physician for fibromyalgia and nerve damage and the device was checked as a courtesy for the patient. Patient compliance was the primary reason for the overdischarge. The patient reported it was difficult to charge and got frustrated with it.

Event description:
It was initially reported that the patient was not able to adjust stimulation with the patient programmer. Additional information received reported the implantable neurostimulator (ins) was in a suspected overdischarged state. The ins would not communicate with the patient programmer or recharger. Health issues were cited as the primary reason for overdischarge. When the patient wasn't feeling well recharging was 'too much' for her. Stimulation was last felt about 6 months prior to report, although the patient indicated the last recharge session was 5 months prior to report. The patient indicated her stimulation 'quit'. The patient also experienced a loss of therapeutic effect. Prior to the loss of therapy, stimulation was 'not working'. The patient had a lot of scar tissue in her back and the physician attempted to move the system but decided to 'leave well enough alone'. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger, product ID 37743, serial # (B)(4), implanted: (B)(6) 2008; product type programmer; product ID 3487a-33, lot # j0406250v, implanted: (B)(6) 2004; product type lead.